Event description:
It was reported that during capacitor maintenance charging, the device went into backup vvi mode. Device was explanted and replaced. Patient was doing well.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
The reported backup vvi was confirmed in the laboratory and was due to a power on reset that occurred during hv charging. The device was tested on the bench and no anomaly was found.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.